Manufacturer narrative:
Additional info submitted on follow-up #1 should be deleted from the report.

Manufacturer narrative:
Instrument was clogged with foreign matter and had not been cleaned or flushed properly.

Event description:
During a cataract extraction procedure, this phacoemulsification handpiece became warm. The handpiece was able to be used to complete the procedure.